Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2002 and mesh was used. The patient has developed erosion, dyspareunia, formation of scar tissue, and neurologic compromise to her structures and tissues which required additional surgeries. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-01174. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat pressure and frequent urination since 1998 and a mesh was implanted. It was further reported that on (B)(6) 2002, the patient underwent a cysto-urethroscopy, excision of mesh, and lysis of adhesions, transvaginal excision of sling, repair of vesico-vaginal sling canal, and repair of bladder perforation due to transvaginal sling erosion and infection. Outcomes reported as pain, erosion, infection urinary problems, fistulae, recurrence, bleeding, and dyspareunia. (B)(4) - urinary problems; undefined recurrence.